Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 410 mg/dl and 146 mg/dl, 555 mg/dl and 107 mg/dl result sets were obtained at different times. Customer took his dose of novolog based on the 146 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The lay user/patient contacted lifescan alleging the meter displays an error 5 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.